Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. One used (B)(4) ligasure device was received for evaluation. The sample has been used in the treatment or diagnosis of a patient, and the reported issue was confirmed. Visual inspection of the returned device found the tip of the jaw was bent and the seal plate had separated but was still attached. Further inspection also found that a small section of the plastic amolde within the damaged jaws is missing. The device was received in a condition that shows signs of rough use. The type of damage observed indicates the user grasped a thick or hard bundle of tissue with excessive force at the tip of the jaws, causing the tip to bend. The instructions included with the product cautions users to grasp the intended vessel and/or tissue in the center of the jaws. Markings on the jaw indicate optimal tissue placement. Review of the device history records for this lot found no potentially contributing factors.

Event description:
The customer reported that during a procedure, the tip of the jaws had broken. The physician is experienced with the device, and there was no patient harm or extra surgery time. Inspection of the received sample on october 18, 2016 found a piece of the plastic amodel bridge was missing from the device jaws. Multiple attempts were made to contact the customer regarding the location of the missing piece, but no response was received. It is unknown by covidien if the piece fell within the patient.